Manufacturer narrative:
Concomitant medical products: inlexa 3 hf-t ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to high impedance measurements of the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.